Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set's tubing had disconnected from the site where it connects to the clip. Reportedly it appeared to be an issue with where tubing was glued to connector clip. Moreover, another infusion set did not prime successfully. His blood glucose level was estimated to be over 300- 400 mg/dl for all events except the one that occurred on (B)(6) 2020, where the pump indicated 'high' (over 400 mg/dl) because no insulin was delivered from the infusion set as the tubing was detached. He resolved this issue by changing the infusion set and by multiple daily injection. Moreover, there was no damage when the package was first opened and estimated more than 5 infusion sets were affected. No further information available.